Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/20/2015 with the following findings: investigation revealed that the keypad was peeling at the ok keypad button. All keypad buttons responded normally to button presses during investigation. The complaint of a keypad button response issue could not be confirmed or duplicated on investigation. The keypad cover was removed and there was evidence of contamination found under all button contacts. The pump casing was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was punctured but the button responded normally to button presses. Also unrelated, investigation revealed that the display was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).